Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system is exhibiting high out of range shock impedances. Technical services (ts) was consulted and recommended shocking lead testing. This ICD system remains in service. The patient will continue to be monitored. No adverse patient effects were reported.